Manufacturer narrative:
Evaluation summary: it is unknown whether the taper plug was completely seated against the tibial stem before implantation. It is also unknown whether the locking screw provided with the articular surface was used to finally lock the taper plug. During impaction of the tibial baseplate, the taper plug might have detached distally if the taper was not seated/locking screw not engaged properly. It is unknown if the proper surgical technique was followed. Based on the available information, probable cause for the alleged event cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verity or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that after implantation, the taper plug dropped from its original position.